Manufacturer narrative:
The manufacturer became aware on 16-jan-2026 that the user experienced a hypoglycemic event on (B)(6) 2026 that required emergency medical evaluation. Review of available device data and user reports indicated repeated meal announcements used as correction for hyperglycemia and periods of insulin pausing, which are use-related behaviors that can increase glycemic variability and hypoglycemia risk. Device investigation identified no confirmed device malfunction; cgm data showed intermittent signal errors near the time of the event, and the event was concluded to be most consistent with use error and possible cgm performance limitations rather than device failure. If the device is returned, further evaluation will be performed, and a supplemental report will be submitted if required.

Event description:
On 16-jan-2026, the user reported that on (B)(6) 2026 they experienced hypoglycemia with a reported blood glucose of 45 mg/dl. The user attempted to treat the low blood glucose by consuming oral carbohydrates without assistance. The user was evaluated by emergency medical services and transported to an emergency department, where the user received oral glucose and intravenous fluids and was discharged the same day.